Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged responses buttons) was confirmed. As received, physical abuse to the monitor was evident. In addition to both response buttons being damaged, the belt receptacle and case were also damaged. The switch in both front and rear response buttons was intermittent. The root cause of the intermittent switches and overall damage is physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor were damaged.